Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Patient reported that the device has a small white powder-looking residue in the chamber following the use of distilled water. The device is noisy, wakes him up in the middle of the night. The patient reports dry throat and congestion after using the machine. Does not use ozone on the machine to clean it. The patient reports he has to take it off in the middle of the night because it is noisy or because the fit isn't quite right. Decreased air flow appears to have no specific cause, it is irregular or erratic, not consistent. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Device failed final testing procedure on verify pressure sensor auto null. Operational testing showed the base unit provided airflow. Blower assembly screw holes were cracked. Debris from the blower assembly housing was in the airpath. A screw from the blower assembly was found loose in the airpath. Plastic like debris from an unknown source was found in the device enclosure. If it stated that the device was inspected in the external part of the device, then I would state that. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 7073.6 machine hours were logged. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 v1. Pil can confirm the presence of contamination in the airpath. Pil can confirm the pressure sensor was not operating correctly. Risk tags (ER 2219697 v20) associated with this mode of failure include: irrit02, infect01, choke02, underp01. Then the internal inspection. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. 4 errors were found. The manufacturer concludes the results of this investigation do not impact the calculated risks. Section h6 health effect-clinical code (missed to capture patient alleged in previous reporr) has been updated/corrected in this report.